Event description:
It was reported that the customer was hospitalized for high bgs. The cause of their admission was abdomen pain and high bgs. Troubleshooting was performed. The programming and bolus history were accurate. In addition, a lead screw test and high-pressure test was completed and passed. Instructed customer to change the site and use manual injections as per md protocol. However, the alarm history showed recurring "no delivery alarms". The family member stated that the customer changed the infusion set after the alarm, and the alarm did not recur. Also, they stated that the doctor did not determine the cause of abdomen pain, but family member mentioned that the customer has been sick.